Event description:
The reporter stated that the device broke during use. The tip of the spreader broke off while trying to expand the uni-clip. There was no evidence that the tip remained in the patient. The procedure was completed with a needle nosed pair of pliers. Integra called the physician's office and spoke with the physician's assistant. He stated that x- ray taken routinely during midfoot procedures showed that the fragment that was detached from the instrument did not enter the surgical wound. He could not provide any add'l clinical details. The physician has been contacted in writing seeking further info.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.